Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) and electrode belt (B)(4) has been completed. The reported problem (equipment unable to complete functional testing) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The monitor's electrode belt connector was stuck to the electrode belt trunk cable and unable to be dislodged. The root cause of the damaged electrode belt trunk cable connector was unable to be positively identified. No adverse event resulted from the defective electrode belt or monitor. Device manufacture date: belt (B)(4): 01/07/2016; monitor (B)(4): 07/19/2016.

Event description:
A us distributor reported that an electrode belt and monitor were unable to complete functional testing.